Manufacturer narrative:
A photo was returned showing the drip chamber and vent plug juncture on the 14687-15 primary plum set. There was fluid below the vent plug juncture with the vent cap closed. No samples were returned for investigation. No samples were returned for investigation. The reported complaint of leakage can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review for lot 12373795 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event involved primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that leakage occurred on filter vent was noted after 43 hours of 5-fu infusion (14ml/hr.)¿. That there was no other physical defects noted. The set was replaced and therapy resumed. There was patient involvement but no patient harm. The chemo drug did not come into contact with patient or healthcare provider and that there was no impact to patient or healthcare provider. That the chemo spill was cleaned per facility protocol but is unknown if a spill kit was used. That there was no unprotected chemo exposure.

Manufacturer narrative:
The physical device is not available, however a photo was provided and is pending investigation. Additional information e1: phone extension ext. (B)(6).